Event description:
The user facility reported that the light went out during an unspecified procedure. The procedure was completed using a different light source. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that the light source has a faulty switch regulator, which likely caused the user's experience. The scope socket and air joint are worn out. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.